Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned to the manufacturer. The investigation is underway. The instructions for use (IFU) identifies premature or difficult coil detachment as potential complications associated with use of the device.

Event description:
It was reported that during coiling of a renal shunt, the physician had two accesses in the neck, which were both venous. They used a 8fr arrow sheath with a 5fr 100cm glidecath to access the shunt and place coils. They also had a 12fr sheath to access the shunt and used a coda balloon to be a back stop. Once the accesses were in place the physician started to coil. When placing the coil, the physician did not like the position of it and was pulling back on the coil to re-sheath it. The physician heard a "pop" and then realized the coil was no longer attached to the pusher wire. Under fluoro, the physician noticed that the coil end was partially in the framer coil and extended to the middle of the glidecath. They used a regular and then a stiff glidewire to push the coil out of the catheter, but it did not work. The physician thought that the coil would come out if the glidecath was removed. The catheter was removed; however, the coil stayed where it was, partially in the framer and now in the 8fr arrow sheath. They tried using a snare, but the snare would not go through the sheath with the coil inside. When trying to advance the snare through the 8fr sheath, the pressure of the snare on the coil made the coil start to take its loops and partially coil in the sheath. Unable to pass anything through, they attempted to use the 8fr arrow sheaths dilator to try to push the coil out; however, it did not work. The next attempt to remove the coil was passing a 018 300 v18 wire and a navicross down the 8fr sheath. The wire and navi made it pass the partially coiled area down to the shunt. The navicross was then removed, and a balloon was advanced over the wire to the end of the sheath were the coil remained. The balloon was inflated and trapped the coil against the sheath and the balloon. The whole unit of the sheath, v18, balloon, and both segments of coil were all removed together in their entirety. There was no reported patient injury. The patient was reported to be stable.

Manufacturer narrative:
The device was returned with the introducer, pusher, implant, catheter, sheath, and guidewire for analysis. Upon return it was found that the coil was stuck inside the arrow sheath. The introducer was found to be in good condition, with the exception of the lock location which contained a minor tear. The pusher was found to be bent on the proximal gold connector. The pusher sheath was found to be intact with the adhesive in-place. The distal end of the strain relief was found to be damaged. There was no evidence of thermal detachment identified. The monofilament was found to have a retraction of .15" and a stretched profile. The arrow sheath was dissected and the coil was found to be stretched, knotted, and tangled at the proximal end. The tangle was preventing the coil from being removed. The distal end of the coil was found to be intact. The body of the coil was found to be stretched in multiple places. The catheter was damaged and was consistent with a unit that had been under high force. Based upon the investigation findings and available information, the reported complaint is confirmed. The root cause of the detachment during the procedure is unknown. The profile on the distal tip of the monofilament and stretching on the implant is consistent with that of a tensile pull. Though it cannot be definitively stated, it is suspected that the implant was caught during retraction, leading to the separation. It is suspected that during the attempts to push and snare the coil, the coil became tangled and lodged in the arrow.